Manufacturer narrative:
On november 30, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Device identity as follow; cat#:3503251bc, lot#: 5663231. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on december 20 2020: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: anisomastia. (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with a unknown mentor silicone prosthesis experienced left sided rupture and capsular contracture grade IV, and right sided ptosis post procedure. The surgeon mentioned that the gel in the left side was liquified. As a result patient underwent left capsulectomy and replacement with a mentor memorygel smooth round moderate plus profile, 475 cc and right mastopexy, partial capsulectomy with implant replacement with a mentor memorygel smooth round moderate plus profile, 300 cc silicone implant on (B)(6) 2020. This report is for the right prosthesis.